Event description:
Consumer reports getting readings not consistent with how they feel. Testing against another meter. Analysis run on clark error grid using competitive reading (55) as ref. Point vs. Bd reading (11, 168) yielded data points in the d range of the grid, outside acceptable limits.